Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high, out-of-range shocking lead impedance measurement, triggering a red alert on the latitude system. Boston scientific technical services (ts) discussed that rv lead impedance had historically fallen around 100 ohms. Ts recommended monitoring the single-coil lead. Ts also discussed shock lead integrity testing if the impedance climbs to the 140 ohm range. No adverse patient effects were reported. This device remains in service.